Manufacturer narrative:
After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube spring noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.